Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in a shunt in an unspecified vessel. A 5.0mm x 20mm, 40cm mustang balloon catheter was selected for dilation. The balloon catheter was then advanced and first inflated into the target lesion, however the balloon ruptured at 6 atmospheres. The physician removed the device intact and completed the procedure with another same device. No patient complications were reported. Patient¿s status is good.

Manufacturer narrative:
Age of time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).